Manufacturer narrative:
At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri). It was noted that the patient had been lost to follow-up for approximately three years. Low and high impedances were noted, as well as noise. It was reported that the patient had several diverted episodes, which had overwritten what the patient reported to be five to six shocks in the recent past. The device was programmed to turn tachycardia therapy off for an unrelated surgery. The patient will be monitored at the hospital until the surgery, at which time the device and/or lead will also be revised. No adverse patient effects were reported.

Event description:
Additional information was provided that impedances were both greater than 3,000 ohms and less than 200 ohms. The noise was only on the rv channel, and did not result in any pacing inhibition for the patient. A lead fracture was alleged. A revision procedure was subsequently performed, during which the system was explanted to upgrade the patient to a dual chamber system. No adverse patient effects were reported.